Manufacturer narrative:
Submit date: 2017-10-06. (B)(4) has attempted to gather additional information of the reported product in this event. To date, no clarification has been received. If additional pertinent information becomes available, the report will be updated.

Event description:
The customer reports that the tip of the dobbhoff tube was kinked into the patient´s stomach.

Manufacturer narrative:
After reviewing our database and the device history record, the lot number reported by customer 8847711253 was provided incorrectly. Therefore, a device history record could not be possible since the lot number does not correspond. A physical sample was not returned however a picture was received. According to the picture, the issue was observed in the kinked tube, however the product is not in its original packaging. Due to the physical sample not being received and only a picture provided, a root cause was not identified. A formal investigation action has been opened to address this reported issue. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.